Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was fractured. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.